Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 142 mg/dl at the time of the incident. Customer stated that there was a crack on the pump and it was exposed to water and gasoline. Customer stated that he washed the pump because there was gasoline. Customer had a button error alarm on the pump around the time that the pump was exposed to moisture. The damage was located on the top and back side of the battery compartment. Customer reported that the buttons were not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to the corroded keypad traces. The pump did not have a no button error alarm. No moisture damage was found inside the pump. The pump was received with minor scratched display window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip.